Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
There was difficulty sending merlin@home transmisions to the patient; the rf telemetry was not working. Technical services advised reloading the device firmware to resolve the issue.